Event description:
The customer observed a false positive architect total -hcg result for a 28-year-old female patient sample. The following data was provided (customer¿s reference range <5 miu/ml, >/= 25.00 miu/ml is positive): sample ID (B)(6), initial result = 1091.15 miu/ml, repeat result = <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The architect i2000sr, serial number (B)(6) was evaluated. It was determined that the arc, probe required cleaning. The instrument service history review revealed no additional issues associated with discrepant results related to the customer complaint. A review of tracking and trending did not identify a trend for the architect system or the arc, probe with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues with the arc, probe as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total -hcg result for a 28-year-old female patient sample. The following data was provided (customer¿s reference range <5 miu/ml, >/= 25.00 miu/ml is positive): sample ID (B)(6) initial result = 1091.15 miu/ml, repeat result = <1.2 miu/ml no impact to patient management was reported.